Manufacturer narrative:
One of the two involved devices has been returned to sorin group USA for investigation. A supplemental medwatch report will be submitted when the investigation is complete.

Event description:
Sorin group received a report that the arterial filter was found to have been placed backwards into the line of two custom perfusion tubing sets (both from the same lot) during priming. There was no patient involvement.

Manufacturer narrative:
Visual inspection of the returned product confirmed that the arterial filter was connected backwards relative to the print specifications. There was no additional inventory of this lot available for further inspection. As this issue involved a custom pack, the reported lot number was shipped to this facility only. This issue was caused by a manufacturing error. The individual responsible for assembling this line was identified based on the reported lot number and retraining was performed. The device history record was inspected and no issues or non-conformities were found related to the reported issue. Sorin group will continue to monitor for trends related to this type of issue.